Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion and priming tests. The insulin pump had a motor error stuck in motor error alarm loop during bolus delivery and compromised force sensor system error alarm was found in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The device was received with scratches on the display window. (B)(4).

Event description:
Customer reported via phone call high blood glucose, motor error alarm and motor position encoder error alarm. Customer's blood glucose level was 400 mg/dl. Customer advised during the rewind process they received motor error alarm. Troubleshooting for motor error alarm was performed. Customer advised they received a motor position encoder error alarm while checking the alarm history. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.